Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 3+. Three mitraclips were implanted without a reported issue, reducing the mr to grade 2+. On an unspecified date, the patient had been hospitalized for cardiogenic shock. The patient was discharged to hospice. 31 days following the index mitraclip procedure, the patient expired. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
Internal file number -(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral regurgitation(mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling. The physician indicated the increased mitral regurgitation was unrelated to the mitraclip device. Based on this information, this event would not be MDR reportable.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. If follow-up, what type: corrections: date of event, initial reporter name and address :phone number, patient code 2262 removed. Subsequent to the initial report, the physician indicated the patient anemia, worsening mitral regurgitation, cardiogenic shock and death were unrelated to the mitraclip device. There was no device malfunction reported. Based on this information, this event would not be MDR reportable. Internal file number - (B)(4).

Event description:
Subsequent to the initial medwatch report, the additional information was received: on (B)(6) 2019, 3 mitraclips (B)(4) were implanted without a reported issue. On (B)(6) 2019, worsening mitral regurgitation (mr) was noted due to fluid overload. Medications were provided. On (B)(6) 2019, the patient went into cardiogenic shock. Medications were provided. On (B)(6) 2019, the patient had a urinary tract infection, treated with antibiotics. On (B)(6) 2019, worsening anemia was noted with no signs of bleeding. Iron deficiency anemia was diagnosed and packed red blood cells were provided. On (B)(6) 2019, the patient was discharged with home hospice. On (B)(6) 2019, the patient expired. Per physician, the urinary tract infection, anemia, worsening mr, cardiogenic shock, and patient expiration were unrelated to the mitraclip device. There was no device malfunction reported.